Event description:
It was reported that a spectrum infusion pump alarmed door not fully latched. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation was performed. The eval confirmed and reproduced the reported symptom door not fully latched alarms, determined to be caused by a loose upper link screw. The failed link screws were replaced.